Event description:
Angio-seal vascular closure device failed to deploy correctly at the end of interventional radiology case during a right femoral artery sheath removal. Unable to remove device from patient right groin site. Vascular surgery notified and patient was taken to or for exploration.